Manufacturer narrative:
The t:slim pump user guide instructs the user how to define/create/edit basal and bolus delivery in the personal profile overview/creating a new profile/editing and existing profile sections. The product has not been return for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was low and customer needed assistance adjusting pump basal setting. During troubleshooting with tandem technical support, customer accessed pump settings and indicated that basal setting would be discussed with health care provider.